Manufacturer narrative:
Additional information will be provided, once investigation is completed.

Event description:
It was reported that battery acid leaked all over the sterile field. Allegedly, delaying surgery 10 minutes.